Event description:
It was reported the patient experienced random burning sensations at his cervical ipg site while stimulation was on. The patient underwent surgical intervention where his ipg was replaced with a new one. Follow up information identified the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.